Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope has no image. The issue occurred during service/maintenance for use. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. Correction: d5, operator of device, d5, other operator of device correction: e1: first name, last name, initial reporter establishment name, address 1, city, zip code, email. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is most likely that the most probable causes are those such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.